Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The power cord and the connector pin were tightened. The system was tested and operates as intended.

Event description:
The customer reported that the power cord was loose and that a connector pin in the interconnect cable socket was loose. No patient injury was reported.